Manufacturer narrative:
Additional information provided to sections b4, g6, h2, h3, and h11. Corrections made to section h6 (type of investigation & investigation conclusions). Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. This is the 1st complaint for the reported lot number. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.

Event description:
7:40 the installation process of the disposable insulin needle went smoothly. 2u of exhaust gas showed gated insulin discharge. The patient ( (B)(6) ) was injected with 13u of insulin aspart needle before breakfast. During the injection process, the needle could not be pressed after 4u, so it was removed. Check the injection needle. It had a complete appearance and no bent. Remove the disposable needle and found that the needle-npe is obviously bent. Then report it to the doctor on duty for follow-up monitoring of blood sugar changes. On may 7, customer service called the contact person to verify the information. The item number queried by the factory is 320543 . The sales date was april 7, 2024. The needle in question has been discarded, no sample, no photo. A phone call is required to respond to survey results. Sample availability? No. Sample availability details: no sample available.

Manufacturer narrative:
H3 other text : device is not available.